Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: after firing, it was noticed that tissue was transected, but staples did not form properly. Additional manual suturing was done for recovery. Bleeding was reported as under 200cc. Surgery time was extended by more than 30 minutes.